Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on. All led segments were illuminating correctly; however, there are erroneous characters shown on the display instead of actual numerical values when the upper alarm limit for spo2 is displayed. This issue does not impact the display of measurement. The device was found to have an incompatible software version.

Event description:
It was reported that the rad-5 have some missing display segments. No known impact or consequence to patient.